Event description:
Caller reported a malfunction on the pump, indicated by malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller in doing so, successfully resolving the issue without recurrence. Customer was advised to call back if the malfunction reappeared, acknowledging and understanding the instructions provided.